Event description:
It was reported that an alert for premature eri was received via a merlin at home transmission. Device replacement was recommended. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current draw from the rf module was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Correction: manufacturer report 2938836-2015-04453 (initial and two follow ups), should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).